Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported conditions of the device having unintended activation/motion and running in locked position identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported by china that during service and evaluation, it was determined that motor device had unintended activation/motion. It was further observed that the device ran in locked position and could not secure/lock cutter. It was determined that the had hose damage (excluding rupture) and insufficient/low power. It was further determined that the device failed pretest for hose verification, cutter lock assessment, safety assessment, and rotational speed assessment. It was noted in the service order that during an unknown surgery, it was reported that the device had low power and a spare device as used to complete to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.